Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that when they attempted to insert the trach into the patient, the cuff was tested prior to insertion and did not inflate with water or air. Everything introduced into the cuff, including the retention balloon at the top, flowed back into the syringe. As a result, the backup trach was used. When the backup trach was inserted, the patient experienced immediate distress, so it was removed. The patient¿s original trach was then reinserted. They were forced to use the backup trach because there was no additional tracheostomy tube available in the home. The patient was a 10-month-old tracheostomy patient on a ventilator, making it critical to have backup tracheostomy tube available in the home. There was reported patient involvement and no reported patient harm.